Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control is anticipating the device return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device was displaying all three (charge pak, attention and wrench) icons. This is an indicative of a device that might not power on. There was no pt use associated with the event.